Manufacturer narrative:
A visual and functional inspection was performed on the returned device. There was damage noted to the inflation port. The thread on the top right-hand side of the inflation port was cracked; thus, confirming the reported product quality problem (side arm/hub break). The returned stent delivery system (sds) was unable to form a secure connection to the rotating end of the luer of the proxy indeflator due to the cracked thread damage as noted; thus, confirming the reported loose or intermittent connection with the indeflator. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the inflation device was over torqued/damaged while connecting the indeflator to the hub/port (sidearm) of the sds, resulting in the reported product quality problem (side arm/hub break); thus, causing the reported loose or intermittent connection with the indeflator. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary angioplasty procedure, the shaft of the 2.5 x 18 mm xience alpine stent delivery system would not connect to the inflation device and it was realized that the shaft had a defect/failure in the production, which prevented connection to an insufflator and therefore was not used. Another stent delivery system was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. Device analysis revealed a crack in the hub and blood on the device. No additional information was provided.